Manufacturer narrative:
A (B)(6) service representative performed a checkout of the equipment and confirmed the reported complaint. The wheels and chassis were replaced, and the unit was returned to service. No report of patient involvement. (B)(6).

Event description:
The hospital reported the wheel does not hold in place any more on this unit. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the caster did not actually break off of the unit. The initial reported complaint will be noted during preuse testing, as contained in the user manual. Reported complaint will not affect delivery of o2, agent or ventilation from the anesthesia machine. Based on the additional information, the initial report was not reportable.